Manufacturer narrative:
Specific patient information with regard to age, gender, and weight was not provided. The doctor reported that he had either cleaned out the crown and re-seated it using a different product, or cemented a new crown for the patient using a different product, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that approximately ten (10) patients had experienced either cement loss from under the crown, or a part of the crown breaking, or a loss of a crown approximately two (2) years after placement with nx3 dual cure clear cement; however, specific incident details could not be recalled. This is the seventh of ten (10) reports.